Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture thresholds. The pacemaker was explanted due to a non-product experience. There was no evidence of lead fracture, and the rv lead was unable to be extracted. This lead remains in the patient anatomy. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown product performance issue. The pacemaker was explanted due to a non-product experience. This lead remains in the patient anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.